Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The purge flag was confirmed to be broken. The cause of the issue was a defective component.

Event description:
The user facility in japan reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, there were repeated purge leaks and purge cassette replacement. The automated impella controller (aic) was replaced due to an alarm stating "purge system not detected". The purge system alarm prompted the team to follow the information for use and put a backup console into place. There was no patient harm related to this event.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.